Event description:
Patient with implanted heartmate 3 left ventricular assist device is admitted due to methicillin-susceptible staphylococcus aureus infection in the driveline requiring hospitalization, surgical incision and drainage, vacuum dressing and IV antibiotics.